Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a called composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Based on the medical record review, the pt underwent right inguinal hernia repair with composix kugel on (B)(6) 2009. Additionally, the pt underwent cholangiogram placement of a t tube and takedown of gastric-cholecystic fistula with a non-bard patch. The medical records note a second hernia was found under the umbilicus and was repaired without a mesh. Approximately five months post implant, the pt underwent a ultrasound guided aspiration of a fluid collection noted to be under the previously placed composix kugel mesh. A secondary drainage of a recurrent fluid collection was performed on (B)(6) 2009. On (B)(6) 2009, the pt underwent excision of the composix kugel mesh due to the inability to control the fluid collection which was consistent with an abscess; a drain was placed. The info provided indicates that the pt developed and was treated for an infection. The warning section on the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Based on the info provided, it is unk whether the device may have caused or contributed to the event. Additionally, no product has been returned for eval. No conclusion can be drawn at this time.

Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2009 - pt underwent repair of right inguinal hernia with composix kugel. Secondary hernia noted in umbilicus with no mesh used in repair. Open cholecystectomy with common duct exploration. Placement of a t-tube and takedown of gastro-cholecystic fistula with graham patch. On (B)(6) 2009 - pt underwent ultrasound guided aspiration of an intraabdominal fluid collection. On (B)(6) 2009 - pt underwent CT guided percutaneous drainage of recurrent right lower quadrant fluid collection. On (B)(6) 2009 - pt underwent excision of composix kugel and placement of drain.